Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387s-40, lot# v139132, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that on (B)(6) 2015 he suddenly felt tingling on his face. He went to check his implantable neurostimulator (ins) and his programmer showed an out of regulation (oor) error code. The patient did not have "crazy high settings." The rep did not believe impedances showed anything abnormal prior to the issue or post recent implant. The patient's indications for use were essential tremor and movement disorders. The cause of the face tingling and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.